Event description:
Reportedly, the customer went to the emergency room (ER) due to blood glucose level and the pump wake button sticking resulting in the pump shutting down. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.